Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that during an office visit, the patient complained that their heart rate is all over the place. The device was noted to be going in and out of mode switching frequently, and it was thought that the patient's atrial rate may be right at the detection rate. The device was reprogrammed to vvir mode and remains in use. No patient complications have been reported as a result of this event.